Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 20226501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), vulvovaginal pain ("vaginal pain") and cystitis ("bladder infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pain and cystitis outcome was unknown. The reporter considered cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: follow-up 2 and 3 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: surgical pathology tissue specimen(s): uterus, cervix diagnosis: a, uterus and cervix, hysterectomy --- uterus and cervix, 105 grams --- mild chronic cervicitis --- endometrium with secretory changes --- unremarkable myometrium --- essure devices (gross diagnosis only) gross description there are two coiled essure devices within the cornua. Procedure notes: the patient states her pain is a 4/10 and tolerable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 20226501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), vulvovaginal pain ("vaginal pain") and cystitis ("bladder infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vulvovaginal pain and cystitis outcome was unknown. The reporter considered cystitis, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: follow-up 2 and 3 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2017: surgical pathology tissue specimen(s): uterus, cervix diagnosis: a, uterus and cervix, hysterectomy --- uterus and cervix, 105 grams --- mild chronic cervicitis --- endometrium with secretory changes --- unremarkable myometrium --- essure devices (gross diagnosis only) gross description there are two coiled essure devices within the cornua. Procedure notes: the patient states her pain is a 4/10 and tolerable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. Lab data updated. Lot number newly added. Events: pelvic pain, vaginal pain, abnormal bleeding (general), abnormal bleeding vaginal, menorrhagia, bladder infection, dysmenorrhea (cramping) were newly added. On 30-jan-2020: medical records received. Reporter information updated. Other relevant history and lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.